Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump has a large crack where the belt clip slides in. Customer's blood glucose level at the time 44mg/dl. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.